Event description:
The doctor broached up to a size 13 and then to a size 14 and size 15. When he went to use a size 15 press fit implant, it was so loose he could pull it out by hand. He wanted to see if the broaches were not sized properly or if there was a problem with the implant. After he removed the size 15 out he implanted a size 16 and it fit the way he expected the size 15.